Event description:
On 9/22/94, a 28-year-old male pt had a reaction immediately upon initiation of treatment on a new dialyzer. Pt had eleven (11) prior treatments on this dialyzer type. Pt complained of feeling hypertensive, flushed, tingling sensation in feet and shortness of breath. Dialysis was terminated and symptoms subsided within five minutes. Dialysis resumed with a different type of dialyzer.